Event description:
Information received from the field does not address the patient's clinical status but notes low unipolar lead impedance and high bipolar lead impedance plus possible lead fracture.